Event description:
Dr. Was removing port from patient and catheter broke apart; disloging into venous system. Dr. Called to room to help; when I was called to room to assist team, another dr. Was scrubbing to attempt to remove foreign body. Dr. Successfully removed catheter piece via endovascular access and imaging. Catheter and port saved for risk manager. Pt. Stable without any complications noted at end of procedure.